Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. The customer¿s blood glucose level was 246 mg/dl. It was reported that the keypad was not responsive and also had frozen screen. The customer reported that the frozen display was recurred. It was reported that the pump buttons did not began to work in less than 5 minutes without battery change. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).